Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (259 mg/dl). Customer stated they believe elevated bg's are due to their carbohydrate ratio recently being increased by their health care professional. Customer delivered a bolus to stabilize bg levels. Customer indicated that they will speak to their health care professional about adjusting their settings.